Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted and a single inappropriate shock for a sinus driven rhythm was noted. It was also observed that the system exhibited low out of range pacing impedances, high within range shock impedances as well as low intrinsic amplitude. The physician opted to explant and replace this system. No additional adverse patient effects were reported. This device has not been returned.